Manufacturer narrative:
The pump was received with an alarm during the self test due to a faulty component on the remote frequency board. After replacing the faulty component, the pump passed the self test. The pump also had minor scratches on the lcd window, a cracked case at the display window corners and belt clip slot.

Event description:
Customer reported that the insulin pump returned two separtate error alarms, which were ongoing. Blood glucose level was 216 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.